Event description:
It was reported that the patient contacted the clinic and noted the implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation by the clinic there were intermittent high out of range pacing impedance measurements of greater than 3000 ohms on the right ventricular (rv) lead stored within the device. However, in the office all impedance measurements were within range and testing was not able to elicit the high measurements. It was further noted that the ICD had been programmed to only pace and sense in the ventricle due to a previous right atrial (ra) lead issue. Technical services (ts) was consulted to see if there was data stored on the remote home monitoring system for review. Ts notified the clinic that the patient is not enrolled with remote home monitoring and requested additional data for review. The ra and rv lead information is unknown at this time and no further data has been provided to ts for review. The field representative has inquired the clinic for the information and is waiting for a response. To date, no response has been received. The ICD remains in service and no adverse patient effects have been reported. Additional information was received that the ra lead is from another manufacturer. The cause of the tones were determined to be related to the rv lead spike in impedance. The center is continuing to investigate and determine next steps. The ICD and leads remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient contacted the clinic and noted the implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation by the clinic there were intermittent high out of range pacing impedance measurements of greater than 3000 ohms on the right ventricular (rv) lead stored within the device. However, in the office all impedance measurements were within range and testing was not able to elicit the high measurements. It was further noted that the ICD had been programmed to only pace and sense in the ventricle due to a previous right atrial (ra) lead issue. Technical services (ts) was consulted to see if there was data stored on the remote home monitoring system for review. Ts notified the clinic that the patient is not enrolled with remote home monitoring and requested additional data for review. The ra and rv lead information is unknown at this time and no further data has been provided to ts for review. The field representative has inquired the clinic for the information and is waiting for a response. To date, no response has been received. The ICD remains in service and no adverse patient effects have been reported.